Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6), unknown death. Pre-procedure imaging. On the CT-scan 25 days prior to study procedure the anatomic measurements was: the proximal neck was straight with a diameter of 28 mm and a length of 30 mm. The distal neck was straight with a diameter of 27 mm and a length of 27 mm. The aneurysm/dissection/ulcer maximum diameter of the aorta was 60 mm. Study procedure. On (B)(6) 2016, during the index procedure, the patient received the following cook devices: lot# e3436739 catalog# zta-p-36-161- proximal component; lot# e3422994 catalog# zta-p-36-161 - proximal component; lot# e3446453 catalog# zta-p-36-113 - proximal component. All three devices were implanted without difficulty. The proximal zone of stent graft implantation was zone 3. No additional procedures were completed prior to implantation of the study device. On the final completion, there was no evidence of an uncorrected endoleak and no reportable adverse events observed during the implant procedure (before closing access site.) 1 month follow up. On (B)(6) 2016 (4 days post-procedure), the patient had a CT scan performed. The maximum aneurysm diameter was 60 mm. The total length of covered aorta was 200 mm. No technical observations/imaging abnormalities was observed on this imaging exam. 12 months follow up. On (B)(6) 2017 (251 days post-procedure), the patient had a CT scan performed. The maximum aneurysm diameter was 72 mm. The total length of covered aorta was 188 mm. No technical observations/imaging abnormalities was observed on this imaging exam. On (B)(6) 2016 the patient had an event of uti (urinary tract infections). This was treated with medication and had no relation to study device or study procedure. Study exit. On (B)(6) 2017 (570 days post-procedure) the patient died. The site indicated that cause of death was unknown. The site indicated that the patient had a thoracic aortic stent graft implanted at the time of death. No autopsy was performed. No death report or autopsy report are available. The site was queried to provide what was done to try to obtain this information. The site responded by the following comments: cause of death unknown. Several attempts made to his general practitioner. No information could be obtained. The patient was not responding on the phone since (B)(6) 2017. In january 2021 additional research have been done on the local death register and found out that he died on (B)(6) 2017 but no cause of death could be obtained. Patient outcome: the patient died from an unknow reason on (B)(6) 2017 (570 days post-procedure).

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 69-year-old male patient, who was enrolled in french reimbursement study, underwent a tevar (thoracic endovascular aortic repair) on (B)(6) 2016 to treat an aneurysm/dissection/ulcer with two zta-p-36-161 and a zta-p-36-113 devices. The proximal zone of stent graft implantation was zone 3. All three stentgrafts had been implanted without difficulties. The patient had a history of hyperlipidemia, hypertension, previously treated abdominal aortic aneurysm and 10 years of smoking. The patient was classified as asa-3 in the physical performance scale thus a patient with severe systemic disease. Pre-op CT (25 days prior to procedure): the proximal neck was straight with a diameter of 28 mm and a length of 30 mm. The distal neck was straight with a diameter of 27 mm and a length of 27 mm. The aneurysm/dissection/ulcer maximum diameter of the aorta was 60 mm. On the 4 days-postop CT the maximum aneurysm diameter was 60 mm. The total length of covered aorta was 200 mm. No abnormalities were observed. On the 12-months follow up CT the maximum aneurysm diameter was 72 mm. The total length of covered aorta was 188 mm. No abnormalities were observed. It was reported that the patient died 570 days post-procedure due to unknown cause. No autopsy was performed. No death report is available. No imaging was provided. The clinical assessment was performed by a medical advisor. Per the clinical assessment ¿the subject of this case was massively predisposed for severe complications to his pre-existing medical condition. Thus, many plausible causes of death can be listed. There are no indications of a non-conformance of the device being the root cause of the patient¿s death¿. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the devices were produced outside of specification. Based on the insufficient provided information it has not been possible to determine the cause of the reported event. After investigation the event for this pr# is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.